Event description:
There was no capture on the oscor atrial and ventricular leads. The impedance and sensing were fine. During the lead revision, the atrial lead was bent and loose and the ventricular lead visually had a small break. It was reported that there was a concern about possible damage to the header connection for this device; the whole system was explanted. A new reply dr and sorin tilda leads were implanted.

Event description:
There was no capture on the oscor atrial and ventricular leads. The impedance and sensing were fine. During the lead revision, the atrial lead was bent and loose and the ventricular lead visually had a small break. It was reported that there was a concern about possible damage to the header connection for this device; the whole system was explanted. A new reply dr and sorin tilda leads were implanted.

Manufacturer narrative:
(B)(4), 2012,the analysis on this device is pending.(B)(4)

Manufacturer narrative:
(B)(4), 2012,the analysis on this device is pending.